Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced occlusion issue event on (B)(6) 2025.the blood glucose level was exceed 500 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). No further information is available.